Manufacturer narrative:
Subsequent to the FDA letter of 26 may 2006 that has been inadvertently misplaced oscor is making a corrective action of converting all summary reports to mdrs, starting from third quarter of 2006 up to 2007. The manufacturer does not have possession of the lead, as it was abandoned. Without a subsequent analysis of the subject lead, the manufacturer is unable to fully evaluate the reported event. No allegation our lead failed to meet its performance specifications or caused or contributed to the reported event. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The event will be reopened if additional information becomes available.

Event description:
It was reported patient was admitted to the hospital for a syncopal episode. Upon evaluation of the ventricular lead, it was found there was no capture at 7.5v and impedance was 133 ohms. The lead was surgically abandoned due to a lead fracture. Patient had a pacemaker change-out, do not know if the change-out caused the fracture. The lead was actively implanted for approximately 10 years, 3 months.